Event description:
It was reported that the pt had increased spasticity and fluid collection over the catheter site. A dye study was done (date not reported) and the catheter was found to be fractured. The pt was scheduled for a catheter revision. The pump was used to deliver baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.